Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired due to unknown causes. The investigator stated that the event was not attributed to the cardiomems sensor nor the implant procedure. No further information is available.